Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The sales rep has reported that she attended a case on (B)(6) 2015 which was scheduled to revise a broken restoration stem. The stem was originally implanted on (B)(6) 2009. In (B)(6) 2015, the patient reportedly suffered a fall and experienced slight pain, which subsided. In (B)(6) 2015, the patient was walking up some stairs and the pain returned, this time the pain did not subside. The patient's gp referred her for an x-ray which confirmed that the stem had broken, however the bone was in tact.

Manufacturer narrative:
An event regarding stem fracture involving a restoration modular stem was reported. The event was confirmed. Method and results: device evaluation and results: the returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The fracture surfaces associated with the conical stem and fractured stem fragment are shown in figures 3 and 4, respectively. Different regions of the fracture surface were labeled in figure 3. Beach markings were observed on regions 1 and 3, indicating a failure in fatigue. The material analysis report concluded that: the fracture morphologies observed on the device occurred from multiple events consistent with the reported incident. The device failed in a combination of fatigue and overload. Eds was performed on the fractures stem fragment and was consistent with ti-6al-4v eli alloy. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a medical review was performed and concluded: fatigue accumulation around the proximal rm stem section was caused by a bone defect condition on the medial side of the rm body in combination with retained bone cement around the lateral body area preventing proper bone ingrowth fixation of the proximal rm body. A patient fall in (B)(6) 2009 with acute overload by trauma quite likely triggered completion of the fracture although it took a few months more before complaints were severe enough to seek medical attention after which the problem revealed itself and revision surgery was performed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review by a clinical consultant concluded, "fatigue accumulation around the proximal rm stem section was caused by a bone defect condition on the medial side of the rm body in combination with retained bone cement around the lateral body area preventing proper bone ingrowth fixation of the proximal rm body." The material analysis report indicated, "the fracture morphologies observed on the device occurred from multiple events consistent with the reported incident. The device failed in a combination of fatigue and overload." No further investigation is required at this time. If additional information become available, this investigation will be reopened.

Event description:
The sales rep has reported that she attended a case on (B)(6) 2015 which was scheduled to revise a broken restoration stem. The stem was originally implanted on (B)(6) 2009. In (B)(6) 2015, the patient reportedly suffered a fall and experienced slight pain, which subsided. In (B)(6) 2015, the patient was walking up some stairs and the pain returned, this time the pain did not subside. The patient's gp referred her for an x-ray which confirmed that the stem had broken, however the bone was in tact.